Event description:
It was reported that during cleaning and sterilization process, the customer noted that the monopolar cautery instrument tip was damaged.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the cautery connector tip was broken at the snake wrist location. The electrical prong was exposed as result. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.